Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer was depuy. It was loose as seen on x-ray and surgeon revised tibia with size 5 mbt revision tray. Sigma femur and patella were well fixed. The size 5x10 rp ps insert was explanted and surgeon replaced with a size 5/12.5 rp ps insert. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.